Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 400 mg/dl. The customer treated for their high blood glucose with manual injection. The customer alleges insulin pump was under delivering. The customer stated that insulin pump had insulin pump error alarm and customer was able to clear the alarm and able to complete rewind process. Insulin pump passed self test. Customer¿s current blood glucose was 159 mg/dl and other blood glucose was 210 mg/dl. The insulin pump will not be returned for analysis.